Event description:
Liveon ny obtained 125 units of organ recovery systems sps-1 with lot numbers that were part of a voluntary removal (pbr-0060-392 received on (B)(6) 2016, pbr-0074-330 received on (B)(6) 2016). In an abundance of caution. Liveon notified every transplant center and tissue bank receiving organs and tissues from any organ donor during that time. (B)(6) transplanted the heart from the donor in this report. Upon notification about the sps-1, they notified liveon ny and unos that their heart recipient had a positive wound culture for candida albicans. While this is not the same organism found in the solution cultures, the final confirmatory cultures have not been reported at this time. This report is based on the possibility of use of one of the effected lot numbers, but use of that lot number cannot be confirmed.